Event description:
It was reported that during a coronary stenting treatment procedure, a balloon inflation and deflation difficulties were experienced. The 90% stenosed lesion being treated was a non-calcified, moderately tortuous proximal left circumflex (lcx). The lesion was not predilated. The physician deployed the 3.00x28 liberte bare metal stent, inflated twice to 9atms and 12atms. The physician removed the stent delivery system (sds) from the pt. The physician inflated the sds balloon, outside the pt's body, to re-wrap the balloon. However, the sds balloon would not inflate. Finally the sds balloon was inflated to 12atm. Then the physician was unable to deflate the sds balloon, outside the pt. The stent was post dilated with another apex balloon. A shaft kink occurred after the inflation/deflation issue. No pt complications were reported. Pt status reported as "no problem".